Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted nephrectomy procedure, both devices tore apart, the blue rubber lining broke away from the white seal. No pieces fell into the patient. A different device was used to complete the procedure. No adverse consequences reported.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during drain 6 of 7. The home patient (hp) disconnected to use the restroom and dropped the line on the floor. The baxter technical service representative (tsr) helped the hp end therapy. The hp stated he would contact his nurse regarding missed therapy. No patient injury or medical intervention was reported at the time of the initial call. The problem was resolved over the phone and a swap of the device was not required.

Manufacturer narrative:
(B)(4). Iris seal the analysis results found that the iris seal of instrument (a) was torn. Initiation site appears to be adjacent to the upper inner seal ring near to the pawl and torn 360 degrees around the inner seal ring prior to circumferentially tearing in the direction of the lower seal ring. It prorogate around the lower seal ring approximately 180 degrees. No conclusion could be reached as to what may have caused the found damage. The analysis results found that the iris seal of instrument (b) was torn. Initiation site appears to be adjacent to the upper inner seal ring near to the pawl and torn 360 degrees around the inner seal ring prior to circumferentially tearing in the direction of the lower seal ring. It prorogate around the lower seal ring. No conclusion could be reached as to what may have caused the found damage. Batch # g9jh2d mfg date 2/26/2010; exp date 01/26/2015 the batch record was reviewed and no anomalies were noted during the manufacturing process.